Manufacturer narrative:
(B)(4). Evaluation, method: (films); evaluation, results: inherent risk of procedure (occlusion), patient¿s condition affected effectiveness of device (anatomy related; angulated, stenosis left iliac and calcified); evaluation, conclusion: inherent risk of a procedure (occlusion), device failure related to patient condition (anatomy related; angulated, stenosis left iliac and calcified)).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The size of the aneurysm at the index procedure was greater than 6.0cm. It was reported that during the index procedure, the patient had a reverse funnel neck with angulation. The proximal neck diameter is 20.2mm and 23.5mm in length. The distal neck diameter is 29.1mm. The physician placed the graft below the renal arteries. The final angio showed a type I leak at the proximal neck. The physician decided to add a palmaz stent and the type I leak resolved. Also placed a 9x40 balloon expandable stent in the graft in the left iliac where a stenosis was identified. No additional clinical sequelae were reported and the patient is fine. Review of several returned pre-implant still 3d images confirmed a conical, angulated, and calcified proximal neck. The distal aorta was long and narrow (18mm ID). The take-off of the left common iliac was acutely angulated and calcified. Images post-implant were not provided.